Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) pcb. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).